Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger was getting hot. The patient also stated there was some heat in the antenna area. A new charger was sent to the patient on (B)(6) 2013 which resolved the issue.